Event description:
It was reported that stimulation was intermittent, as the pt's body had become used to the stimulation. The trial period began on (B)(6) 2011 and the pt was scheduled to have the permanent implant on (B)(6) 2011. The pt also reported a fecal incontinence episode that occurred on (B)(6) 2011. Additional info received from the hcp reported that the pt had a confirmed infection, with an abscess at the surgical site. The infection was only device related in that it was surgically related. The trial lead was removed and the permanent lead was left in the pt, as they were hoping to go to a permanent implant.

Manufacturer narrative:
(B)(4).